Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50, serial #: (B)(4). Description: artisan surgical lead, 50cm.

Event description:
A report was received that the patients device was protruding. It was unknown if there was skin breakage.

Manufacturer narrative:
Additional information was received that the physician could visualize lead wires and the open area of the skin wound was addressed by the patients dermatologist and sutured it closed. It was also noted that the patient had lost weight and leads were protruding at skin but no open areas.

Event description:
A report was received that the patients device was protruding. It was unknown if there was skin breakage.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patients device was protruding. It was unknown if there was skin breakage.